Event description:
An aneurx bifurcated stent graft was implanted to exclude an abdominal aortic aneurysm in 2001 in a pt with moderate tortuosity. It was reported that a 26mm diameter x 3.75cm length aortic extension cuff was placed inaccurately in the flow divider of the bifurcated stent graft. It is reported that this was a level 1 case. There was no difficulty with deploying the extender cuff and the event was caused by physician error. The pt was converted to an aorto-uni-iliac stent graft. It is reported that the pt is fine and there were no add'l clinical sequelae reported relative to this event.